Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a coronary bypass, during suturing, the needle and the thread of the two sutures used were easily disengaged. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, about 3 hours into a coronary bypass, during suturing using continuous suture technique for vascular anastomosis, the needle and the thread of the two sutures used were easily disengaged. Another device was used to complete the case. There was no patient injury.